Manufacturer narrative:
No conclusion code available. Final analysis found the back housing of the transmitter and the power cord melted.

Event description:
It was reported that the merlin at home transmitter was damaged by lightning. The device would no longer be used and replaced.